Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they went to charge their implanted neurostimulator last night, but the recharger is 'broken' and they would like a whole new unit. Patient stated the recharger will not charge or do anything. When asked if recharger was unresponsive, patient stated yes, it would not charge or do anything. Patient said when they stick the recharger into the power supply cord to charge, it would not go all the way down and they could not push it any further. Patient services (pss) asked, patient confirmed the green light was on the desktop charger and there were no exposed wires on any of the cords. Patient tried to plug in the recharger to the desktop charger and the screen did not come on. Patient pressed the green button and described seeing the reposition antenna screen. Patient then said the connector pins looked bent inside of the cord. Pss asked, patient clarified the silver pins look bent. Patient stated when they plug recharger into desktop charger, the battery flashes then goes back off. The issue was not resolved through troubleshooting. A replacement ac power supply(dtc) was sent out. Patient mentioned their legs were about to die and their implant battery was about to run out in their back and they did not know how much pain they would be in if they were unable to charge. Patient called back to get clarification on what part she is getting replace. Patient stated there is sometime sticking out of the insr port. Patient stated her legs are getting ready to run out and she don't want her legs to run out. Pss reviewed dtc cord with white arrow at the end. Pss reviewed metal piece sticking out may need to be pulled out before plugging the new dtc. Pss recommend patient callback for assistance if necessary. Patient called back stating there is nothing stuck in the top of the insr but the dtc will not go into the insr. Pss emailed the field reps to transition the patient to wireless recharger. Pss called the patient back for sn and a replacement wireless recharger was sent out and belt to be sent to mdt rep. Reviewed with rep that patient can use the patient programmer to maker therapy adjustments and the recharger to recharge the patient's implant.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.